Event description:
Pt underwent colonoscopy on (B)(6) 2014. The twister plus net rotatable retrieval device was used to retrieve gastric polyps during the procedure. The device was used multiple times to retrieve gastric polyps (x3). During removal of the last gastric polyp the net was deployed, however, it would not retract back into the sheath. The device was pulled through the scope and the opened net detached and remained in the gastric body. The open net was removed with a different retrieval device and the procedure was completed.